Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. No additional adverse patient effects were reported.